Event description:
The customer reported via phone call that after changing the set, the insulin pump alarmed no delivery during manual prime. The customer tried two infusion sets but alarm is recurring. Blood glucose value at the time of the alarms is unknown; reading the morning was 5.8 mmol/l. Customer was advised to disconnect and reconnect the tubing and reservoir and perform manual prime; insulin did exit. Customer was then instructed to rewind, reinsert the reservoir and perform manual prime; the insulin pump did not alarm no delivery. Customer was advised the insulin pump is working as designed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.